Event description:
During implantation, the right ventricular lead was unable to pace and capture. After several attempts, the situation was still the same and the lead was replaced by a new one, which functioned correctly.

Manufacturer narrative:
Summary of investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw was extended and bent. X-rays were performed and confirmed the screw bending. This finding could be the result of an excessive number of turns performed to extend and retract the screw or it could be due to the various repositioning of the lead during the implantation attempt. The standard electrical measurements did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported ventricular capturing failure may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, during implantation, the right ventricular lead was unable to pace and capture. After several attempts, the situation was still the same and the lead was replaced by a new one, which functioned correctly.